Event description:
Additional information received reported that the patient does not have concerns with their device or therapy.

Event description:
It was reported that there was a loss of therapeutic effect. The symptoms reported had a sudden onset. However, there was no known accident or incident related to this complaint. The patient stated that the pain came from the lower right lumbar area and went down the leg. The patient stated that she couldn¿t walk for more than five to ten minutes. The patient stated that she had worked with the manufacturer's representative and had been programmed several times. In addition, there was to be an MRI of the I-spine. The patient stated that it was related to the device of therapy as she had experienced a return of pain in that area. No intervention or outcome was reported regarding this event. Further follow-up is being conducted for this information.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).